Event description:
The patient did a lot of bending which 'bent the electrodes and drained the battery'. The implantable neurostimulator was replaced. No other clinical data were reported. A follow-up report will be submitted if additional information becomes available.